Manufacturer narrative:
Physio-control downloaded the electronic records from the customer¿s device and was able to confirm that on the date of the event their device experienced an inappropriate loss of power.

Event description:
The customer contacted physio-control to report that their device powered on and off 2-3 times without the power button being pressed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered on and off 2-3 times without the power button being pressed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.